Manufacturer narrative:
The handpiece was received at the MFR for eval, and the reported condition of the device overheating was duplicated. Based on the investigation details, the likely cause was corrosion and problems with the drivetrain, motor, second stage carrier, and bearings, which were each replaced along with other components. Svc did a clean, lube, and adjust to the device, and it will be repaired and returned to the customer.

Event description:
It was reported that the handpiece began overheating while the equipment was being tested. This did not occur during a surgical procedure. There was no pt involvement. There were no adverse consequences reported as a result of this event.